Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high hv lead impedance was observed via remote transmission. No intervention was reported. Patient was well and will continue to be monitored remotely.